Event description:
It was reported that the usb port pin was damaged and fell out of the pump, causing the customer to be unable to charge the pump. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.